Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was due to a defective rear response button, causing it to be non-functional. The rear response button metallic switch dome was missing, causing fault. The root cause of the off-center dome cannot be positively identified. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were not functioning.